Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2025 and barbed suture was used. During the procedure, it was reported that the suture was broken when the surgeon attempted to sew the tissue. Changed another one to complete the surgery. There is no report on patient's injury. Enclosed please find defect photo. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. A needle, one used suture and one empty foil packet were received for analysis. The product code is sxpp1a401. During visual inspection of the needle. Marks were noted at the edge of the swage area. The barrel hole was examined, and a suture piece still attached to needle. Besides that, the suture was noted to be cut probably caused by a surgical instrument. To complement this assessment, a photo was provide showing a platic bag with a suture and a labeled winding former that pertains to product code sxpp1a401. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 9/12/2025. Corrected information: h6. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.